Manufacturer narrative:
Second lot number reported: m015974. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. There was approximately 50 units of insulin in the cartridge at the time of the occlusion. The customer's blood glucose level was not impacted. As the customer was not experiencing the alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion was unable to be performed.